Manufacturer narrative:
The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar was separated, and the ptfe was still holding the two separated ends together. There were flat spots on the distal shaft 12.7cm and 14.4cm from the tip. Microscopic inspection revealed damage to the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 24jun2019. It was reported that the device was kinked. A target lesion was located at coronary artery. A 145, 5-in-6 guidezilla was selected for use. During procedure, it was noted that the device was kinked. The procedure was completed with another of the same device. There were no patient complications reported. Patient is stable. However, device analysis revealed that the collar is separated, and the ptfe is still holding the two separated ends together.